Event description:
Pt admitted for intractable nausea and vomiting. Chest film on 2/17/94 noted catheter fragment extending from superior vena cava across right atrium, across tricuspid valve and into right atrium.